Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericarditis. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericarditis remains unknown. Per the IFU, pericarditis is a known complication during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, the patient developed pericarditis. The patient was followed in the hospital post-procedure due to pericarditis. The patient recovered and was scheduled to discharge, however the patient collapsed and expired. There were no patient symptoms leading up to death. The cause of death was hypoxia and watershed stroke. The physician indicated there were no performance issues with any abbott device during the procedure and the reported pericarditis was not related to the performance of any abbott device.